Event description:
The customer reported that "one of the sat monitors was reporting spo2 lower than expected for a patient". No consequences or impact to patient were reported.

Manufacturer narrative:
The returned device was evaluated. The device passed all visual and functional testing. During the operational testing the unit provided visual alarms and passed simulation tests by providing accurate measurements. The device is fully functional.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported that "one of the sat monitors was reporting spo2 lower than expected for a patient". No consequences or impact to patient were reported.